Event description:
It was reported when crossing transeptal during an atrial fibrillation (afib) procedure, a perforation occurred and the patient became hypotensive. A pericardiocentesis was performed and the patient stabilized. Upon request, additional information was provided by the bwi field representative. The physician when preparing for transseptal puncture, indicated he could not see the needle position. It appeared that he repositioned more than once and upon crossing the septum with the first transseptal puncture, the ice image showed the sheath directed posteriorly. Very soon, the anesthesia provider notified the physician that the patient's systolic blood pressure had dropped from a baseline of 180mmhg down to around 100mmhg. The physician then performed contrast cine via fluoroscopy and immediately noted the cardiac pericardial space filled with contrast. He called for a stat transthoracic echocardiogram. Upon review of the echo, the physician determined that the patient needed a pericardiocentesis to remove the fluid from the pericardium. At which time, the patient's systolic blood pressure was held around 95mmhg. Only "about 30cc" was withdrawn from the pericardial space. This was the patient's second atrial fibrillation procedure. No ablation catheter had been opened at the time of the incident. A 8f preface sheath was used for transseptal puncture with a heartspan transseptal needle. The patient is doing fine and discharged from the hospital.

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump,u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Distributed acunav: (currently requesting model # and lot #). Reprocessed bwi coronary sinus catheter fixed 2-8-2 "p" curve. Non bwi heartspan transseptal needle. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Bwi's original external manufacturer (OEM) for this product is: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15657923 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Forty sevent (47) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15657923. No nonconformance records were issued for this lot. Review of the device history records for the forming operation indicated that appropriate parameters, and correct wire and shape master were used and recorded in format # 1543091 for the product of this lot 15657923. No issues were noted that were considered potentially related to the reported complaint. (B)(4).